Event description:
This lead exhibited one out-of-range pacing impedance measurement of >2500 ohms. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).